Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they were in a case and had a problem with a lead. No patient symptoms were reported. Additional information was received stating the rep was in demo mode with new percept device and figured it out with tech support when they called them back.